Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) via the manufacturer representative reported that they were replacing the implantable neurostimulator (ins) with end of life (eol) suspicion. No communication was possible with the ins before replacement. There was no connection between the ins and programmer. Normal eol was suspected. During replacement the ins and header were in an angle and while explanting the header was disconnected from the ins. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of report.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins connector module detached, which was consistent with explant damage. No functional test was possible due to the detached connector block. If information is provided in the future, a supplemental report will be issued.